Event description:
It was reported the insulin pump was not delivery insulin and customer's blood glucose was in the 400 mg/dl range. Customer's mother stated the customer was trying to do a correction delivery and the device alarmed no delivery. Customer's blood glucose was unknown. Customer's mother was advised to treat customer and call back to complete troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.